Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left hip hemiarthroplasty with thin radiolucent lines at the bone-cement interface around the femoral stem. The findings are indeterminate and may represent fibrous in-growth. Comparison with prior images would be necessary to evaluate for progressive/new lucencies that would suggest loosening. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
(B)(4). D10: liner 28 mm i.d. For use with 50/51/52 mm o.d. Shells. Item: 00500105028. Lot: 65745168. Shell 50 mm o.d. Item: 00500105000. Lot: 65828611. Femoral head 12/14 taper 28 mm diameter +0 mm neck length. Item: 802202802. Lot: 3155947. Allen medullary cement plugs. Item: 00801102024. Lot: 66032748. G2: australia. H6: proposed component code: mechanical (g04) - stem. The product was requested but was not returned by the hospital and will therefore not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 1-year post implantation due to implant loosening. No additional information available for the reported event.